Event description:
#Medwatcher #(B)(4). Bloated abdomen 24 hours a day, heavy menstruation, no longer regular, comes 2 or 3 times a month with a foul odor, cramping like a contraction going into labor pains, migraine headaches, skin rashes, peeling of skin on hands and feet, heart palpitations, shortness of breath, anxiety attacks, hair loss, brain fog, loss of memory, dental issues never had any before essure, restless leg, numbness in hands and feet, pelvic pain, pain during and after intercourse.